Manufacturer narrative:
The complaint sample was returned incomplete to viant for evaluation and the reported event is confirmed. The offset cup impactor blue knob spins on the drive chain. The removable impactor tip (nose) was not returned with the device for evaluation. From initial inspection, the device had appeared to be in okay condition with numerous signs of use from wear after repeated heavy usage as the impaction plate has numerous deep impact marks. Impaction marks were also observed on the impactor body and on the gap between the body and handle (area of the tig weld). The impact marks that are away from the impaction plate is considered off-axis impactions as the only intended area for impaction is the impaction plate. Further inspection found that the blue knob has been damaged from what appears to be from pliers as reported due to the blue knob inability to disengage (unthread) the attached implant cup. Initially, it had appeared that the reported event would be not be confirmed as there significant failure or malfunctions were observed. However, the device was then attached to a cup simulant using a spare impactor tip. Once attached, it was then noticed that the blue knob does indeed spin only when the device is locked and tightened as intended for implantation. The blue knob was then inspected closer and found not only the plier marks as mentioned above, but also that the pin is extruding out of both ends. This would only occur if the long pin had fractured at the midpoint and begin extruding out of both ends. This then would allow the blue knob to rotate without turning the drive chain shaft as the fractured pin must had extruded enough out of the drive chain shaft. Other observations; · the ratchet weld has visible signs of cracking or failures. · the ratchet teeth are worn in the central area which is expected from intended use. · the device has general wear and tear in the form of scratches/nicks/gouges from repeated use. The IFU sent with this device today, man-000197 rev b, states the following; · end of life is generally determined by wear and damage due to intended use. · visually inspect for damage and wear. · check hinged instruments for smooth movement. · discard damaged instruments. · viant devices should only be used by qualified personnel fully trained in the use of the surgical instruments and the relevant surgical procedures. · do not modify viant instruments in any way and handle with care at all times. Surface scratches can increase wear and the risk of corrosion. · manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use. When a surgical instrument reaches the end of its functional life, clean the instrument of any and all biomaterial/biohazards and safely discard the instrument in accordance with applicable laws and regulations. The device history records (DHR) was reviewed and found no related manufacturing deviations or anomalies that would have contributed to the reported event. This device had experienced approximately 6.82 years of use. It is unknown as to how many surgical procedures (cycles) this device had experienced throughout its life in the field. The viant risk management files were reviewed and the failure mode was identified and mitigated to the lowest possible level. A trend analysis was performed and the complaint rate falls within the identified occurrence rate in the viant risk management files. However, this event is considered an isolated incident as this is the first reported incident for the spinning blue knob. In conclusion, the reported event is confirmed as the offset cup impactor has a deformed universal joint (uj) on the drive chain. From the investigation performed, the root cause is attributed to wear from heavy usage. In addition, the device was misused from off-axis impactions and potentially overloaded from excess force leading to the pin fracture. Report source: complaint information provided by distributor, (B)(4). Foreign as the event occurred in (B)(6).

Event description:
It was reported during an unknown patient procedure that the blue plastic on the threaded handle for attaching the implant no longer is static and spins when trying to undo from implant. Implant became stuck on handle and had to be removed using pliers. No adverse events nor patient consequence were reported as a result of the malfunction.